Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent observed a failure of the therapy pcb assembly. The therapy pcb assembly will be replaced and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Manufacturer narrative:
(B)(4). The follow-up medwatch report indicates: the third-party service agent replaced the therapy pcb assembly. During the device evaluation another device failure was observed. The third-party service agent then also replaced the OEM pcb assembly. Once the OEM pcb assembly had been replaced, proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use. The follow-up medwatch report should indicate: the third-party service agent replaced the therapy pcb assembly. During the device evaluation another device failure was observed. The third-party service agent then also replaced the patient parameter pcb assembly. Once the patient parameter pcb assembly had been replaced, proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
The customer reported to a physio-control sales representative that there was smoke and a burning smell coming from their device. This happened when the customer charged defibrillation energy during the installation of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly. During the device evaluation another device failure was observed. The third-party service then also replaced the OEM pcb assembly. Once the OEM pcb assembly had been replaced, proper device operation was observed through functional and performance testing. After repair, the device was returned to the customer for use.